Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jq6q, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was on the right side and kept coming out of its pocket following an implant. The patient had surgery two days prior to the report to move the ins to the left side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.